Event description:
During pt's monthly intravenous remodulin consult, pt reports that one of her pumps (could not provide sn due to driving. Advised pt to call back with serial number) when she tried to attach the cassette, pump lost its programming. She is currently using back up. Replacement shipped. No other info available. Pt did not call back to provide sn but the sn's the pt had at the time of the report were (B)(6). Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.